Manufacturer narrative:
Results: the smart coil pusher assembly was returned wrapped on itself with bends along it's length. Conclusions: evaluation of the returned smart coil pusher assembly revealed it was wrapped around themselves resulting in bend damage throughout each returned device. This was likely incidental to the reported complaint. There was no functional allegation against any of the returned pusher assemblies. Evaluation of the pusher assembly revealed damage to the lamination on the distal portion of the pusher assembly. It was reported this smart coil required two attempts to be detached. The damage to the braided shaft of the pusher assembly may contribute to difficulty detaching. The root cause of the pusher assembly damage could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-02322.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), a non-penumbra guidewire, and a non-penumbra microcatheter. During the procedure, the physician implanted five smart coils into the target vessel without issue using the handle. However, the sixth smart coil did not detach from its pusher assembly until the second attempt using the handle. The physician continued the procedure using another smart coil and encountered resistance during advancement through the microcatheter. It was then reported that the smart coil became stuck and neither the smart coil nor the guidewire could advance past the same position within the microcatheter. The devices were then removed from the patient. Upon removal, a white powdery substance came out of the microcatheter. Therefore, the microcatheter was no longer used in the procedure. The procedure was completed using another non-penumbra microcatheter, the same smart coil, two additional smart coils, the same handle and a non-penumbra coil. There was no report of an adverse effect to the patient.